Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) could not find any problem with the device. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed when recovering storage space half height drawer was opened, but cubie not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.